Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 551 mg/dl. A correction bolus via the pump was delivered to address bg. Reportedly, the t:lock/luer lock connection was not straight/secure. Reportedly, the customer changed pump supplies and continued to use the pump for insulin therapy.